Event description:
A customer reported an unspecified error message from the freestyle libre 2 sensor. As a result, the customer was unable to monitor glucose via sensor scan and experienced unspecified symptoms of hypoglycemia and seizure. The customer was able to treat themselves with grape sugar and third-party intervention was not required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. Dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. The medical event associated with this complaint occurred on (B)(6) 2022. The sensor lot expiration date is 31-jul-2021. Therefore, sensor testing is not applicable in this case.